Event description:
No new information.

Manufacturer narrative:
Additional information: d9. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer sales representative reported that the device overheated at the user facility. No further information is available at this time regarding patient involvement, adverse consequences, surgical delay or medical intervention.